Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-38072.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a motor error. She checked and found nothing wrong when this alarm occurred, and the alarm occurred three times in a row. The blood glucose reading rose to 480 mg/dl as the customer was not receiving insulin. The alarm had not occurred during a manual prime. The issue had been resolved with a complete set change. The insulin pump was not replaced or returned for analysis.